Manufacturer narrative:
(B)(4). Date sent: 1/5/2024. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a colectomy + ileorectal anastomosis- registrar was managing the stapler from the bottom end. Surgeon and registrar reported a click was heard when the anvil was connected to the spike. The stapler was fired, but the registrar then had trouble removing the stapler out. The surgeons had to milk the bowel and do a considerable amount of tugging to remove the stapler. The anvil was not connected to the stapler when the stapler came out. The anvil had to be retrieved using a sponge holder. There was a surgical delay. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 2/16/2024. D4: batch #575c86. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 575c86, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/25/2024. Additional information was requested, and the following was obtained: 1. Can you please advise how long the surgical delay was? Has the patient shown any signs of developing a surgical site infection due to the delay? No signs of ssi. The delay was intra-operative and was in the order of 30-40 minutes while scopes were performed and discussion with second colorectal surgeon, who attended the operating theatre. 2. Were any fragments retained within the patient? Has the patient experienced an adverse outcome due to the fragments produced? No. 3. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. 4. Did the device deliver any staples? If yes, were the staples formed properly and was the staple line complete? Yes. They appeared to be formed normally. 5. Were the donuts inspected? If so, please describe. Yes ¿ 2 complete donuts. 6. Was there any bleeding due to the reported event? If so, how severe was the bleeding no.